Event description:
Respiratory therapist noticed that breathing circuit connected to the ventilator and patient was completely flattened upon entering patient's room when ventilator alarmed. He also noticed that all numbers on ventilator screen were reading 0. By the time rt pulled out an ambu bag, the ventilator went back to normal operation. No clinical intervention was required. Please note that there was no adverse event reported from the incident.

Manufacturer narrative:
Upon receipt, the ventilator will be investigated for failure analysis. A report and action taken in resolving this issue will be submitted to medwatch program. Please note that there was no death or no severe injury involved in the incident.